Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-01219related manufacturer reference number: 2017865-2024-01220it was reported that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted due to infection. The new rv lead were implanted and connected to the current explanted pacemaker on outside of the patient's body. The patient was stable throughout the procedure.